Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, the handle was unable to fire. The handle was broken and it did not work properly. There was no patient injury.